Event description:
It was reported by customer's mother that the reservoir leaked. Caller stated that the customer believes the blood glucose reading is high. The blood glucose reading is 62 mg/dl. The leak occurred during the night and the next day. The reservoir leaked into the reservoir compartment. The reservoir leaked past the second o-ring. Nothing further reported.

Manufacturer narrative:
Inspected three randomly sealed reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specification. No leakage anomalies were observed during analysis. Checked o-rings for defects and none were found. Reservoirs connected and locked in place properly. Inspected two opened and used reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specification. No leakage anomalies were observed during analysis. Checked o-rings for defects and none were found. Reservoirs connected and locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.